Manufacturer narrative:
The customer returned the suspect pcb,power management,rohs board to getinge¿s national repair center (nrc) for evaluation. A senior technician evaluated the pcb,power management,rohs board and no visual damage was observed. The technician then installed the pcb,power management,rohs board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual. The nrc observed that the batteries charged in the cardiosave console when out of the cart. When the console was installed into the cart the national repair center verified that the batteries did not charge. The board failed testing. The nrc sending the board to the supplier for failure analysis.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the power management board to correct the issue, and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. The iabp would start to charge the batteries, but then stop charging in about 30 seconds. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6(investigation type), h10, h11 corrected fields: g1(contact person), h4.

Event description:
N/a

Manufacturer narrative:
The national repair center (nrc) received the power management board from the supplier. The supplier verified the failure and replaced q27 and q50 and installed the upgrade (B)(6). The power management board passed testing. Inspection of the power management board was completed per procedure with no visual damage observed. Upon inspection of the board per procedure the installation of the required rework was verified. The nrc installed the power management board into the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual. The power management board passed testing. The power management board was packaged and labeled and sent to stock per procedure. A supplemental report will be submitted upon completion of our investigation.